Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, and since the reported event was not reproduced, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the distal end of ceramic on the resection sheath broke. This occurred during maintenance. There were no reports of patient involvement.